Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an allergic reaction to the device. There was no alleged device malfunction. The patient's physician advised the patient to end use of the device for the reported irritation. The patient's medical condition improved.